Manufacturer narrative:
Patient weight not available from the site. Event problem and evaluation: on 26-feb-2015, a medtronic representative went to the site and performed an imaging system checkout. The rotor and door failed mechanical testing. Replacement parts were ordered. On 2-mar-2015, a medtronic representative went to the site and performed an imaging system checkout. The door winch assembly was replaced. The door failed mechanical testing and the plastic cable guides were bent. Replacement parts were ordered. On 3-mar-2015, a medtronic representative went to the site and performed an imaging system checkout. The side switch toward the door-side panel needed to be adjusted following replacement of the door winch assembly. The imaging system then passed the system checkout and was found to be fully functional. The gantry motion control box was returned to the manufacturer for analysis. The device functioned without any issues when installed in a different imaging system. The reported issue could not be duplicated and no fault was found with the device. The door winch kit was returned to the manufacturer for analysis. A mechanical failure was confirmed by medtronic personnel. The reported issue could not be duplicated; however, the rollers were found to be worn out due to mechanical wear and tear. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the site had issues opening the gantry door of the imaging system, and the tube was stuck around the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.